Event description:
The customer contact reported air in the tubing distal to the filter. The pt was receiving 1300ml of tpn with lipids for a duration of fourteen hrs with a one hr taper up and a one hr taper down. After an unspecified length of time, the pump alarmed for occlusion. The pt's mother "tapped" the filter on the tubing set and air was released into the tubing distal to the filter. The mother disconnected the tubing set from the pt, purged the air out of the tubing set and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required.

Manufacturer narrative:
Initially the customer indicated that the device would be returned for investigation. Subsequently, the device was not received; therefore, testing could not be performed.